Event description:
Additional information was received. A revision procedure was performed. This lead was surgically abandoned and replaced on the right side of the body as the left subclavian vein was occluded. In addition, the implanted left ventricular lead was tunneled to the right side. Post procedure, acceptable measurements were obtained.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, the patient with this right ventricular lead reported diaphragmatic stimulation symptoms. Interrogation revealed non-sustained ventricular tachycardia/fibrillation episodes had occurred. A review of the electrogram revealed noise and loss of capture. In addition, impedance measurements were low out of range, a lead fracture was suspected. Some the of the episodes had been treated with antitachycardia pacing (atp). As the patient with this lead is pacemaker dependent, the patient was hospitalized until a lead revision is performed. No further patient symptoms were reported.